Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced "fill tubing issues." Additionally, it was reported that occlusion alarms occurred, the pump touch screen was cracked and unreadable. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.